Event description:
Complainant alleged that during training, the autopulse resuscitation system displayed a user advisory ua 45 (not at "home" position after power-on/restart) message. Customer reset the drive shaft to the "home" position; however, the autopulse proceeded to display a user advisory 18 (max take-up revolutions exceeded) message. The drive shaft continued to turn past the point where the device indicates to stop. There was no report of any patient involvement. No further details were provided. Please note date of event was not provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.